Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a cgm glucose of 263 mg/dl after changing infusion supplies and forgetting to announce a meal; the user had taken multiple daily injections and was advised to temporarily disconnect from the pump and wait before reconnecting, after which glucose later stabilized. Symptoms included elevated blood glucose. Outcomes included user self-management with temporary pump disconnection, reconnection, and subsequent stabilization without hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no device malfunction; the event was consistent with missed meal announcement and timing of insulin delivery relative to supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user factors such as missed meal announcement likely contributing.